Event description:
It was reported that the patient had previously had an explant of the m106 due to infection (MFR report # 1644487-2021-01763) and during re-implant, low impedance was found. The lead was replaced and therefore a new generator and lead were re-implanted. The lead was received for analysis which is underway but has not been completed to date.

Event description:
An analysis was performed on the returned lead portion. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. However, a low impedance condition was identified; and two conditions were observed that could potentially contribute to the reported ¿low impedance¿ (lead section) allegation. During the visual analysis, the pin inner tube was found to be torn at backfill interface area, leaving the coil exposed and in direct contact to connector ring. The exposed conductive coil to ring connector may be a contributing factor to the short circuit condition allegation; this condition is likely a result of the explant process. In addition, abraded openings were observed on inner tubes adjacent to each other. The exposed conductive coils may be a contributing factor to the short circuit condition allegation. Four half sets of setscrew marks were found near the end tip of the connector pin, indicating the lead connector had not been fully inserted into the cavity of the pulse generator at one time. The additional setscrew marks found on the lead connector pin provide evidence that, at one point in time the lead connector pin was inserted completely, and a good mechanical and electrical connection was present. Canted spring indentations were observed on the connector ring surface. The lead connector was inserted completely in the header of a representative pulse generator header. No anomalies preventing the connector pin from being fully inserted into the generator were noted. No other obvious anomalies were identified in the returned lead portion. Note that since the electrode array section was not returned for analysis, a complete evaluation could not be performed on the entire lead product.